Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited non function, high thresholds, non capture and noise. The ra lead was reprogrammed off and remains in patient. No patient complications have been reported as a result of this event.